Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. B1:h1:h6: updated. The customer quality & patient safety program manager confirmed the v60 ventilator was in use with a patient at the time of the low rate alarm. A respiratory therapist (rt) went into the patient's room because the patient was coding. The rt noted the ventilator screen was black, there was small white writing, and the ventilator stopped cycling. The field service engineer (fse) evaluated the ventilator and was unable to duplicate the issue. The fse advised the ventilator needs a power supply. The fse replaced the power management board, however the issue was not resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The patient was a 65-year-old female (weight: 80.4 kg). Ventilator settings, interface and circuits included medium full-face mask, ipap is 16, epap set to 8, set rate of 15, 100%, circuit was rt219 from fisher and paykel heater. On 31-jul-2020 at approximately 1425 while the device was in clinical use the patient coded. The respiratory therapist observed that the screen was black, there was small white writing and the unit stopped cycling. Medical intervention and patient outcome were not reported. A philips field service engineer (fse) confirmed he was onsite to evaluate the ventilator issue. He performed testing on the ventilator and was unable to duplicate the complaint. The customer's pm board was replaced as a preventative measure since the fse noted the warranty was soon to expire on the pm board and was around the time of early pm board fco. The fse replaced the pm board and performed testing again. The fse reported the battery test was being ran and when the ventilator was unplugged from ac power, the ventilator shut down. The fse advised the customer they needed a replacement battery. The customer requested the part number to the battery so they could perform the replacement themselves. The fse provided the part number of the battery to the customer. The fse has since attempted to contact the customer 3 times via phone and was onsite once and still unable to get a response from the customer to clarify the confusion surrounding the battery replacement. At this time the fse has performed due diligence and closed the case.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported that the ventilator's alert alarms screen went black with error messages on the screen giving a low rate alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.